Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was difficult to see. Reportedly, the touchscreen display had "glitch." Customer¿s blood glucose was 81 mg/dl. Reportedly, customer continued to use pump for insulin therapy.